Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was placed on in-house system and run in normal mode. It triggered error c-34 at startup. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to coagulate or cut with monopolar energy. The customer experienced error c-34 on the erbe generator when they tried to apply energy. Before calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had already replaced the monopolar cautery cable without success. The customer did confirm that another electrosurgical unit (esu) was in use nearby. The tse guided the customer to perform a power cycle, but the surgeon did not want to do that due to the ongoing surgery. The nurse called again to report that restarting the generator and replacing the instrument cables did not resolve the issue. The surgeon decided to use bipolar energy. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the generator error and found the customer was using a third-party connection rack. The erbe generator was replaced to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.